Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the coude tip was not aligned with the indicator. The root cause was due to a "machine error" or "preventive maintenance not performed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the coude indicator was not aligned with the tip of the coude intermittent catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude indicator was not aligned with the tip of the coude intermittent catheter.